Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose and insulin pump had keypad anomaly and frozen screen. The customer¿s blood glucose level was 418 mg/dl. The customer reported that all buttons were responsive came here from frozen screen. Customer stated that an alarm was not in progress at the time the button was unresponsive. The customer stated that the buttons were responding after changing the battery. The customer declined troubleshooting for high blood glucose. The customer was advised to monitor pump. The insulin pump will not be returned for analysis.